Manufacturer narrative:
E. Initial reporter. Event site postal code: (B)(6).

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) arterial pressure was not zeroing. There was no patient involvement reported and no injury or harm reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that found no such issue at the time of checking. The device was observed on the system trainer for more than 2 hours as well, and no issue was found. Device passed the performance and safety checks according to factory specifications.